Manufacturer narrative:
H.6 investigation summary: one photo received for investigation. Upon evaluation, the content is seen beyond the stopper, confirming the leakage defect. Additionally, ten retention samples are evaluated for leakage and any molding defects. Results presented leakage defect. Possible root cause is stopper out of specification. As corrective action, supplier will be notified. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that leakage occurred past the plunger with a bd syringe 20ml ll syringe only. The following information was provided by the initial reporter, translated from spanish to english: it presented a leak due to a defect in the plunger. The leakage occurred after the preparation of the drug.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred past the plunger with a bd syringe 20ml ll syringe only. The following information was provided by the initial reporter, translated from (B)(6) to english: it presented a leak due to a defect in the plunger. The leakage occurred after the preparation of the drug.